Manufacturer narrative:
The marksman catheter (model: fa-55160-1030 lot: 216420666) and solitaire platinum revascularization device (model: sfr3-4-40-10 lot: a729898) were returned for analysis. The marksman catheter was returned separated into two segments. The marksman catheter has a labeled ID (inner diameter) of 0.027¿. Per the solitaire platinum IFU (instructions for use), the minimum compatible catheter ID is 0.021¿. Therefore, the marksman catheter was found compatible for use with the solitaire platinum revascularization device. The marksman catheter proximal segment total length was measured to be ~145.7cm and the useable length was measured to be ~138.2cm. No damages or irregularities were found with the marksman hub. The marksman catheter body was found kinked at ~136.0cm and ~136.5cm from the proximal end of the hub. The marksman catheter body was found stretched and separated at ~145.7cm from the proximal end of the hub (~28.5cm from the distal tip) with the inner wire protruding from within the separated ends. The tubing material of the separated ends exhibited with jagged edges and stretching. The marksman distal segment was returned on the pushwire of the solitaire platinum revascularization device. The proximal end of the marksman distal catheter segment was found flattened. In addition, the marksman catheter body was also found flattened at ~10.5cm from the distal tip and kinked at ~8.0cm from the distal tip. No damages or irregularities were found with the marksman distal tip. The solitaire platinum stent was found protruding from within the marksman distal tip. The solitaire platinum stent non-working (tear drop) and working length struts were found in good condition. The solitaire platinum revascularization device could not be removed from within the marksman catheter distal segment as it was found stuck. No other anomalies were observed. The marksman catheter and solitaire platinum revascularization device were returned for analysis. The marksman cat heter was returned separated into two segments. No damages or irregularities were found with the marksman hub. The marksman catheter body was found kinked at ~136.0cm and ~136.5cm from the proximal end of the hub. The marksman catheter body was found stretched and separated at ~145.7cm from the proximal end of the hub (~28.5cm from the distal tip) with the inner wire protruding from within the separated ends. The tubing material of the separated ends exhibited with jagged edges and stretching. The marksman distal segment was returned on the pushwire of the solitaire platinum revascularization device. The proximal end of the marksman distal catheter segment was found flattened. In addition, the marksman catheter body was also found flattened at ~10.5cm from the distal tip and kinked at ~8.0cm from the distal tip. No damages or irregularities were found with the marksman distal tip. The solitaire platinum stent was found protruding from within the marksman distal tip. The solitaire platinum stent non-working (tear drop) and working length struts were found in good condition. The solitaire platinum revascularization device could not be removed from within the marksman catheter distal segment as it was found stuck. Based on the device analysis and reported information, the customer¿s report o f ¿catheter separation/break¿ was confirmed. The tubing material of the separated ends exhibited with jagged edges and stretching which indicates that the catheter separated when exceeding the tensile strength of the tubing material. Although it was reported there was not any force applied during delivery or removal, from the damages seen on the catheter body, it appears there was high force used (pushing and pulling). Damage is likely to occur if the solitaire platinum revascularization device is navigated through the marksman catheter against high resistance. As the marksman catheter was found compatible for use with the solitaire platinum revascularization device, it is likely the patient¿s ¿severely tortuous¿ anatomy contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman catheter has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that marksman catheter broke during a procedure. The patient was undergoing thrombectomy treatment for a stroke in m1. The vessel was observed severely tortuous. The devices were prepared as indicated in the IFU. The catheter was flushed as indicated per the IFU. It was reported that after placing a mechanical thrombectomy device in the m1 segment and engaging the clot, the device and marksman were removed. Upon inspecting the clot in the thrombectomy device, it was noted that the distal end of the marksman had broken off and was still connected to the thrombectomy device. There were reportedly no friction or difficulty during use of the devices. There was no force applied during delivery or removal of the devices. There were no reports of patient injury. The patient is doing well.